Event description:
It was reported that there was a leak from an unspecified location of an amia cassette. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4 lot #: the reported lot h25a0c110 was not recognized by the system, therefore only a primary di number could be provided. E1: initial reporter address: (B)(6). H11: the device was discarded and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.